Manufacturer narrative:
Pump received with post-reset ram crc alarm, pump error 49 alarm, pump error 68 alarm, pump error 75 alarm during self test and high sleep current measurement due to internal battery not plugged in properly. No unexpected battery failed alarm noted. No moisture damage on the electronics, motor, battery tube, vibrator and keypad assembly during visual inspection. Pump received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, serial number label fading and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had battery failed alarm. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.